Manufacturer narrative:
The device was returned to johnson & johnson medtech for evaluation. The returned device's visual inspection and microscopic analysis were performed following johnson & johnson medtech procedures. Visual analysis of the returned sample revealed reddish material inside pebax, due to a hole in the pebax of the catheter. A manufacturing record evaluation was performed for the finished device lot number 31374894l, and no internal action was found during the review. The reddish material inside the pebax could be related to the issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy as part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax of the catheter. Initially, it was reported that when the catheter was removed from the patient's body and checked, blood was pooling in the spring section of the qdot micro catheter. There was no difficulty maneuvering the catheter or during the withdrawal. At the end of the procedure, the catheter was retrieved, and the procedure was completed. No adverse patient consequence was reported. The foreign material (blood) was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 29-oct-2024, reddish material was observed inside pebax, due to a hole in the pebax of the catheter. This was assessed as MDR reportable with an awareness date of 29-oct-2024.